Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while removing the sheath from the insertion kit, the customer noticed a liquid had accumulated in the side port. The customer used a new iab instead. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The removable tray and sheath returned intact. No physical damage noted. The evaluation consisted of a visual and chemical analysis inspection confirming the presence of fluid inside the sheath side-port. A sample of this fluid was tested via infrared spectrum analysis and found to be silicone. Intra-aortic balloon catheters and some insertion kit components manufactured by datascope corp. Require medical grade silicone lubricant during manufacturing, and some lubricant may also be used as a surface coating to insure smooth insertion for small french size devices. Thus, it is possible that small spots (ranging from not visible to being visually obvious) of migrated lubricant may appear. This silicone is not foreign matter, is biocompatible and does not affect or compromise sterility of the intra-aortic balloon catheters or insertion kits. The evaluation confirmed the presence of silicone in the sheath side-port. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).